Manufacturer narrative:
(B)(4). During follow-up, it was reported that a patient experienced bacterial peritonitis. The break in aseptic technique was further specified as inappropriate patient technique. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The patient was treated with vancomycin (dose, route and frequency not reported). It was not reported if the patient was hospitalized. The patient was reported to have recovered from the peritonitis. The patient was retrained but continued to have difficulty with performing the steps within the pd therapy process. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The date of the onset of peritonitis was unknown. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.